Manufacturer narrative:
Product analysis summary: the device returned with no damage evident to the stent or delivery system. The balloon folds remained intact. The device was inflated to nominal pressure of 12 atm, the device maintained pressure with no issues noted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a lesion. No damage was noted to the packaging. It was reported that inflation difficulties were encountered. The patient was reported to be alive with no injury.